Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 at 9:30 am with blood glucose over 900 mg/dl. The current blood glucose was 252 mg/dl and another blood glucose was 500 mg/dl. The customer was treated with the bolus and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.